Event description:
It was reported that this lead was surgically abandoned due to high impedance and noise. A new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was capped due to a product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported.